Manufacturer narrative:
Sample collection and centrifugation information have not been supplied to date. Qc and system information was not supplied. The patient's sample was sent to bec customer product line support (cpls) (B)(4) for further testing. Results are pending to date.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report that the lab (B)(6), obtained an (B)(6) cytomegalovirus immunoglobulin m (cmv igm) result that was discordant to a result generated by an alternate method for one (1) patient. The (B)(6) result was generated on a unicel dxi 800 access immunoassay system, used in conjunction with access cmv igm reagent (lot 095417). The (B)(6) result was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.